Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that reocclusion and chest pain occured. The index procedure was emergent. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 2.50 x 20mm promus element plus was implanted to treat the lesion without issue. However, when the patient was moved to the patient's room, the patient complained of chest pain. Emergent angiography revealed the stent was completely occluded. Therefore, poba was performed at the same target lesion with an 8 x 2.75mm nc quantum apex balloon catheter and intra aortic balloon pump (iabp) was placed. After this event, the patient is stable. Iabp was removed and the patient was monitored. No further complications were reported